Event description:
The customer contacted physio-control to report that their device reboots repeatedly when attempting to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed power pcb assembly was further evaluated but the reported issue could not be duplicated. Further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device reboots repeatedly when attempting to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.